Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. Upon removal from the packaging, the benchmark catheter was found to have two kinks at the distal end. The physician believed the kinks may have occurred during removal from the packaging. The physician attempted to insert the benchmark catheter into the patient; however water leaked from the proximal end and the physician noticed it had become fractured. The procedure successfully continued using another manufacturer's device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The proximal end of the benchmark was kinked approximately 2.5cm from the hub; the distal shaft was also ovalized approximately 1.5 and 4.5 cm from the distal tip. The complaint has been evaluated. The complaint indicated that during a procedure, the physician noticed that the benchmark catheter had two kinks at the distal end and mentioned that the kinks could have happened as the device was being withdrawn from the packaging. Another manufacturer's device was used to complete the case. Evaluation of the returned device confirmed the complaint. The benchmark was kinked and ovalized along the catheter shaft. This type of damage typically occurs due to improper handling during the removal from packaging. If the device was manipulated at an angle while force was being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.